Event description:
It was reported that empira nc rx ptca 12 x 4.00 would not deflate. The patient ended up having an emergency bypass as a result. The empira balloon was used for post dilated of a stent in the proximal right coronary artery (rca) at 30atm for 122 seconds and wouldn't deflate. The physician tried to bring a non cordis wire and a non cordis catheter to take out the balloon from the proximal rca, however, it did not work. Patient code "surgery" was not available therefore the code "no code available" was selected.